Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were returned by the customer in support of this complaint. Therefore, retention tubes from the bd inventory were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are over filling. Customer problem: customer states vacuum is too great, causing more than 2.7ml of blood to be drawn.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-25. H.6. Investigation summary: bd received 95 samples from the customer in support of this complaint. 10 of the samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are over filling. Customer problem: customer states vacuum is too great, causing more than 2.7ml of blood to be drawn.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are over filling. Customer problem: customer states vacuum is too great, causing more than 2.7ml of blood to be drawn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.